Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va09vre, implanted: (B)(6) 2013, product type: lead . Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient requested compatibility guidelines for MRI. The area to be scanned was the l-spine (lumbar spine). The patient reported lower spine pain. The patient¿s legs were swelling. They were wanting the patient to have a MRI of the lower spine. The MRI was not due to the manufacturer device therapy. The patient has had the pain in the spine prior to implant but that it has increasingly gotten worse. Since implant she has had the pain in the lower spine. Since implant the pain has gotten progressively worse. The patient was in the hospital two times in (B)(6) due to back pain, pain in the lower spine and because her legs were swelling. Back and her legs were swelling. The patient was admitted into the hospital again on (B)(6) 2015 and was released a week later. She was in the hospital again due to lower back pain and her legs were swollen again. Additional information received reports that the patient had lost her little pouch to carry her patient programmer and her antenna. She had been in the hospital several times lately for her whole back, spine had osteo (osteoporosis) in. It was real bad and they want to do an MRI but said they cannot because of her hip ins (stimulator). The patient was asked if osteo had been a condition since before she had her implant or was it new. The patient said starting right after implant, her back started hurting, they thought it was a kidney and it got worse. Her knee started and she started having shots in both hips. She had seen a rheumatologist who said the x-rays that were full of crud, she was suffering with a lot of pain last week. She was hospitalized twice in (B)(6) and again last week. The patient was asked if always back pain the reason she was hospitalized and the patient said yes. She had been carrying a lot of fluid. Patient services tried to clarify because she had the implant since (B)(6) 2013. The patient said she was swelling carrying a lot of fluid and in (B)(6) , they admitted her direct from the doctor¿s office. They thought she was in heart failure, and they ran every kind of heart test there was and said no it wasn¿t the heart it was just for some reason fluid building up. So when she was in there last week her legs were swelling so bad that it was unbearable to even walk. That¿s why they want to do the MRI. They had her on such high dosage of lasix. She needs her antenna to set her implant due to ¿the bathroom thing¿. The patient reported she never got a patient therapy manual. Patient services called the patient back to find out the dates for knee trouble. The patient can't remember but thinks she was having knee trouble in both knees before getting her ins (stimulator). She went yesterday and got injections in both knees. S he was sorry to see, by the time she got home she knew the right knee (injection) did not work. Swelling in her legs and the patient said that started when she got her implant. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Event description:
Additional information received reported that the patient still had concerns regarding their device or therapy but was working with their health care provider (hcp) or manufacturer representative. The patient also still had concerns with their device or therapy but had not sought further help.